Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of (B)(6) 2019, when the patient woke up, the infusion set's tubing at some point came off at the quick release. Reportedly, the blood glucose level was 464 mg/dl as the patient was unsure whether she received insulin or not. During the night blood glucose level was almost 500 mg/dl. No further information available.